Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect; the correct serial number is (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16017; related manufacturer reference number: 2017865-2019-16018. It was reported that the patient presented in clinic. Inspection of the pocket revealed an infection. The implantable cardioverter defibrillator, right ventricular lead and atrial lead were explanted. Patient was stable post procedure.